Manufacturer narrative:
(B)(4).

Event description:
Reportedly a catheter was detached "from the attachment ring while the ring was still attached by wires" and the catheter was allegedly pulled out of the patient during ongoing treatment. No further clarification was provided. No clinical symptom, blood loss or medical intervention was reported. No additional information is available.